Event description:
It was reported that the health care professional (hcp) called in for review of device data for this patient with an implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the ventricular event and found the patient received six rounds of anti-tachycardia pacing (atp) and one 41 joule shock. Ts discussed that it appeared to be due to atrial fibrillation (af) with rapid ventricular response (rvr) therefore, therapy was inappropriate. In the second burst of atp the rate accelerated however, did not get to the vf zone. The shock did convert the rhythm and the patient was in normal sinus rhythm. Ts discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.